Event description:
It was reported the camera head was faulty as it showed errors e226 and e228. The issue occurred during a therapeutic hernia procedure. The procedure was completed using similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g2, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional e1- facility name: (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head was faulty as it showed errors e226 and e228. The issue occurred during a therapeutic hernia procedure. The procedure was completed using similar device. There were no reports of patient harm.